Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" alarm codes were found in the ventilator's downloaded error log. The device's system board, interface board and blower motor were replaced to address the issues.